Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarms. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer = clear. Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded trace/history files using thus. No unexpected pump error 130 alarms noted during testing however, there were three (3) pump error 130 alarms [(B)(6) 2021 at 08:54, 08:59, and 09:08] found in the pump history file. The motor was tested outside of the insulin pump on the ngp stb3 and passed. The force sensor zero offset is within specification (23.8 mv). No damage or moisture damage noted on pcba 1, pcba 2, the motor, or the force sensor noted during visual inspection and the motor flex cable on j5/pcb 1 was locked properly. A test p-cap does lock into place inside the reservoir compartment properly. Device was received with scratched case, pillowing keypad overlay, serial number label fading, case cracked behind the insulin pump at the corner of the belt clip rails, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.